Manufacturer narrative:
Manufacturing evaluation. No product at hand, therefore an investigation of the device was not possible. The case was discussed with a specialist from the responsible manufacturing department. The m5 thread of the femur component is checked during the production process; the thread of the screw undergoes a 100% check. No pictures at hand, nor available. Batch history review. The device quality and manufacturing history records have been checked for the available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause. Based on the information available it is not possible to determine a root cause for the failure. It appears that the failure is not product related. It could be possible that the failure is usage related. Rationale. In light of the little information received and due to the circumstance that we did not receive the complained device for investigation (device was implanted), it is not possible to determine a root cause for the mentioned failure. At this time we exclude a design related error because the market feedback is unremarkable on this matter; this is the first case registered in our system with this failure. A maintenance failure also can be excluded because this issue is only relevant for instruments. The m5 thread of the femur component nb018k is checked with aql 2.5 during the production process. The thread undergoes a 100% check. Therefore, it appears that the user handled the implant components in an incorrect way during assembly. A tilting of the fixing screw when screwing it in the femoral component could lead to deformations and to the mentioned failure. No CAPA necessary.

Event description:
It was reported that there was an issue with an enduro femoral component. During a right knee arthroplasty procedure, the femoral component was being prepared. It was noted that the there was a defect on the distal side after the applicable wedge could not be screwed on; the medial side went on without a problem. The surgeons decided to use cement at the distal side instead in order to implant the femoral component. There was no surgical delay due to the malfunction and no patient harm. The distal wedge was not able to be used.